Manufacturer narrative:
The implant surgery occurred on (B)(6) 2014, at (B)(6). Sometime afterwards, the patient was experiencing pain. The alleged cause of pain was movement of the tm-s. Looking at the x-rays, there appears to be subsidence of the vertebrae above and below the tm-s, which could allow for movement. However, this issue cannot be confirmed. Upon examination of the returned device, there appears to be tissue growth on one side, yet it cannot be confirmed if this is bone tissue growth. A revision surgery was completed and involved a new tm-s implant with the dimensions 11x14x7mm, as well as additional fixation to stabilize the adjacent anatomy. Involving supplemental fixation would allow for reduction of the risk of movement. Conclusively, the root cause is unknown and no further action is necessary at this time.

Event description:
Revision due to pain.

Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the patient's cervical segment was still moving after surgery. The patient is experiencing pain. It was observed that one side was loose (pseudo arthrosis) and the other side required the surgeon to chisel the interface. The initial implantation was a stand alone procedure. The patient was revised with a new implant and supplemental fixation.